Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effect. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and leaflet restriction. An xtw clip deployed on the mitral valve, reducing mr to a grade of 3-4. However, after deployment, tissue damage was observed on one of the leaflets. There was no clinically significant delay in the procedure. The following day, imaging showed mr had decreased to a grade of 1-2.